Event description:
It was reported that a customer experienced a cracked and shattered touchscreen on their pump, which became unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support initiated a replacement for the pump as a corrective action. Customer reverted to manual injections for insulin therapy.